Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the implantable cardiac monitor exhibited intermittent telemetry. Attempts to connect with different programmers with different bluetooth dongles were unsuccessful. The patient was seen in clinic on (B)(6) 2019. The device was unable to interrogate. Battery unlatched issue was noted as well. Programming changes were made. The patient was stable.